Event description:
The stretcher was being raised from the lowest position to the ambulance load position using the side release handle due to the size of the pt. When the lift was completed, the stretcher dropped 10 to 12 inches. The emt using the side release handle strained their lower back. There was no injury to the pt.

Manufacturer narrative:
The emt was treated at hosp and released. The unit was inspected and functionally tested. Unit operated per operating specification.